Manufacturer narrative:
Failure analysis confirmed that the insulin pump had all operating currents are within the specifications no unexpected low battery, off no power failed battery test or weak battery alarm noted. However the battery tube was corroded. No moisture/damage inside pump noted. The insulin pump was received with scratched lcd window and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage, off no power anomaly, failed battery test alert. The customer's blood glucose reading was 153 mg/dl at the time of the call. The customer sated the pump alarmed off no power and shut off. She then inserted a new battery but received the failed battery test alert. The customer stated the insulin pump was exposed to battery acid. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.